Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.

Event description:
The customer stated that the device had a "shock not delivered" during a shift check. No pt involvement.